Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented to the emergency room after an unsuccessful attempt to remove their implantable cardioverter defibrillator from the pocket. The device had eroded the pocket. The physician explanted the system due to infection. It was noted that the pin of the right atrial lead was plugged. The patient was stable before, during and after the procedure.